Event description:
Two (10) ortho summit sample handling system instruments reportedly did not read the isbt on the specimen tubes correctly. Some bar code readings are missing a digit and others are nonscence character symbols. None of the readings are within the standard speciment tube numbering system for the site. No death or serious injury was associated with this incident.